Event description:
The ge oec 9900 fluoroscopy system would intermittently not make an x-ray exposure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error or malfunction. All systems operated as intended and system eval found no issues. Malfunction may be due to user "toe-tapping" exposures. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.